Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging pneumonia. The patient did not state whether medical intervention was required. A pms clinical expert review made a determination based on information available at the time of this review, that the allegations constitute a serious injury. The device has not yet been returned to the manufacturer for evaluation. Customer contact and device information were unavailable to gather additional information. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges pneumonia. The patient did not state whether medical intervention was required. The device has not yet been returned to the manufacturer for evaluation. Customer contact information was unavailable to gather additional information. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.